Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd p100 blood collection system for plasma protein preservation the tubes had the plunger at the bottom of the tube when removed from the packaging. No serious injury or medical intervention was reported.

Event description:
It was reported that bd p100 blood collection system for plasma protein preservation the tubes had the plunger at the bottom of the tube when removed from the packaging. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for pre launch of separator with the incident lot was observed. Evaluation/testing of the customer samples was performed and pre launch of separator was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for pre launch of separator with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined.